Event description:
It was reported to boston scientific corporation that a capio slm device was used during a procedure performed on (B)(6) 2022. During procedure, "the suture device was locked before suture could be used properly." The event occurred outside the patient while trying to load the suture. No further information has been obtained despite good faith efforts. This event has been deemed reportable based on the investigation results: the carrier was unable to retract.

Manufacturer narrative:
Imdrf device code a0510 captures the reportable event of retraction problem of carrier. The returned capio slim device was analyzed and was visually found in good conditions. The handle, the head and the cage were observed in good shape. A functional analysis of the device was also performed, and it extended properly; however, the carrier got stuck after deployment. With all the available information, boston scientific concludes the reported event was not confirmed. During the product analysis, the carrier got stuck in the cage after actuation. The investigation concluded that the most probable cause for this complaint is cause traced to device design which indicates that the problems are traced to the design specifications. An investigation to address this problem is in progress.